Event description:
It was reported the patient presented to technical services. During troubleshooting, it was determined the implantable cardioverter defibrillator (ICD) could not establish a bluetooth connection with the patient's phone. The patient was brought into clinic and bluetooth connectivity was restored. The patient was in stable condition.

Event description:
New information noted bluetooth connection was originally disabled due to lockout.